Event description:
An event involved a medfusion 4000 pump where it was reported that during start up the pump displayed a check flange sensor error. This is a high-priority alarm which will stop infusion if it were to recur. There was no patient involvement, and no harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.